Event description:
Additional information stated that the patient was admitted on (B)(6) 2021 and was anticoagulated on warfarin at the time of the event. The patient had a driveline infection that was treated with chronic intravenous antibiotics. Initial computed tomography (CT) scan showed a left temporal intracerebral hemorrhage, and follow up head CT showed edema and rightward midline shift measuring 2 mm with acute subarachnoid hemorrhage.

Manufacturer narrative:
Section b5: the patient's driveline infection was first reported in MFR # 2916596-2019-04126. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established. In addition, a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, stroke, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to an intracranial hemorrhage.